Event description:
A re-intervention was performed 4 weeks after implantation due to high rv and lv lead impedances, >3000 ohms. The pocket was opened and a tug test was performed, the lead pulled out of the header. Therefore, the leads were re-inserted and tightened down successfully with a blue handled wrench that has more torque.

Manufacturer narrative:
(B)(4) 2010. The device remains implanted. A re-intervention was performed successfully. A response from the manufacturer is pending. (B)(4) 2011. Since the device remains implanted, the manufacturing records were reviewed. As part of the manufacturing process, an x-ray image is taken of the device at the final stage and no abnormalities were identified. It was reported that the physician was concerned about why a blue wrench is not provided for re-interventions on sorin devices in the us. The report from the manufacturer notes that a screwdriver is available in the USA as an accessory for potential re-interventions on paradigm devices. Since the device was not available for analysis, no further comment can be made. Device remains implanted.

Event description:
A re-intervention was performed 4 weeks after implantation due to high rv and lv lead impedances, >3000 ohms. The pocket was opened and a tug test was performed, the lead pulled out of the header. Therefore, the leads were re-inserted and tightened down successfully with a blue handled wrench that has more torque.

Manufacturer narrative:
(B)(4). The device remains implanted. A re-intervention was performed successfully. A response from the manufacturer is pending. Device remains implanted.